Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, r-wave amplitude variation, oversensing and unacceptable threshold. As received, a complete lead was returned in one piece for analysis with the helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was over-torqued, which is consistent with procedural damage. After cleaning the distal end, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and helix being clogged with blood/tissue. The reported event of r-wave amplitude variation, oversensing and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a clinic follow-up, an increase in the capture threshold, low sensing, and episodes of oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. During the revision procedure, the helix of the rv lead was unable to extend. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.